Manufacturer narrative:
Product complaint # ==> (B)(4) additional information was requested, and the following was obtained: 1. Per the mre process rys3765 is not a valid lot number. Please clarify what the lot number corresponding to this event is? Got feedback from sales rep. That it is the correct lot number. 2. Is a photo of the product packaging containing the product code and lot number available? Sorry, the photo is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a choledochoscopic removal of biliary calculi procedure on (B)(6) 2022 and absorbable hemostat was used. During the surgery, after opening the packing they found that there was dirt inside the gauze, similar to a mosquito corpse, which had been printed firmly on the gauze. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: are there any photos of the foreign matter available? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per the mre process (B)(4) is not a valid lot number. Please clarify what the lot number corresponding to this event is? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.